Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code (B)(4) was confirmed. As received, the monitor failed incoming functionality testing. The cause of the failure is an open r7. The cause of the open r7 resistor is an improper q2 transistor output. The root cause of the improper transistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it displayed a service code 110 - over voltage cleared no energy.